Event description:
On (B)(6) 2014, mr. (B)(4) of the cardiacassist clinical support staff was informed of a pump being used for left heart support that had "low infusion pressures and eventual pump stop." The pump stopped and would not restart again. The pump was then immediately switched out to a pump from a different MFR (centrimag pump - thoratec), leaving the cannulae in place. The pump had been in service for 30 days at the time of the event, which is significantly longer than the duration of the intended use of the device (6 hrs).